Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that wire tip detachment occurred. The target lesion was located in mesenteric artery. A 180 x 25 cm fathom¿ -16 was selected to be used. During the procedure, it was noted that guidewire tip was fully detached approximately 3 inches from the distal inside the patient. Physician was able to retrieve shaft and tip through the catheter in place as one system. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. It was noticed that the tip was detached approximately 9.5cm from the tip. There was also a slight kink on the shaft approximately 47.5cm from the tip. Device analysis determined the condition of the returned device was consistent with the reported information. The separation was confirmed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. It was considered likely that the kink was attributable to procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that wire tip detachment occurred. The target lesion was located in mesenteric artery. A 180x25cm fathom¿ -16 was selected to be used. During the procedure, it was noted that guidewire tip was fully detached approximately 3 inches from the distal inside the patient. Physician was able to retrieve shaft and tip through the catheter in place as one system. No patient complications were reported.